Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Radiographs indicated advanced liner wear of the right hip arthroplasty with eccentric position of the femoral head. Bones were osteopenic. No other complications were noted. Device history record (DHR) reviewed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends concomitant medical products: item # unknown/unknown liner/ lot # unknown , item # unknown/ unknown cup/ /lot # unknown , item # unknown/ unknown stem/ /lot # unknown, item # unknown/ unknown taper/ /lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01083.

Event description:
It was reported that patient underwent a right hip revision surgery due to dislocation. Head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.